Manufacturer narrative:
D4 and d9: updated batch number, UDI, product return date: h4: updated production date. Investigation - root cause for escapement: the supplier performs 100% actuation test. The returned sample did not actuate. Therefore, the instrument is not believed to have been shipped in this condition and the defect occurred post shipment. The supplier also performs a 100% grip test inspection using a 90 grams weight (to be held for 10 seconds), and it was confirmed that once engaged in the grip test, the instrument performed as intended. Note that normal use of the instrument is suspected to be greater than 90 grams of force though, therefore if there was a weak point in the assembly, it may not be detected prior to shipment. The instrument did fail the inspection that the handle should not move freely with the jaws held shut as per the aesculap methodology detailed in the prestige endoscopic graspers instructions for use manual, sop-aic-5000239 rev. 8 dated 09/18. This test however is not incorporated into the supplier inspection procedures. Root cause for occurence: the returned sample was reviewed and it was determined the root cause for the improper actuation / grasping was a result of the solder breaking between the rod and swivel cup. The supplier found the rod and swivel engagement was acceptable, but the amount of solder present was significantly less than expected. Therefore it is believed that the soldering operation was not performed properly. In reviewing the work instructions for the soldering operation (med-pd-as0-019 rev a (aesculap torch soldering)) the supplier identified opportunites to better define the soldering process, as there are no images of acceptable soldered subassemblies. Corrective action for escapement: incorporate in final inspection and final audit instructions med-pd-as0-008 and corresponding DHR and ccp documentation (pfd, pfmea, cp, DHR), the inspection that the handle should not move freely with the jaws held shut as per the aesculap methodology detailed in the prestige endoscopic graspers instructions for use manual, sop-aic-5000239 rev. 8 dated 09/18. Retrain operators to updated docmentation. Target completion date 05/24/19. Incorporate in the soldering work instruction med-pd-as0-019 visual criteria for acceptable and unacceptable solders. Target completion date 05/24/19 corrective action for occurence: retrain operators to updated work instruction med-pd-as0-019. Target completion date 05/24/19 preventive action: all dual acutation devices include the same design and process for the soldering of the rod and swivel cup and therefore investigation and corrective action plan for occurence will apply to devices m2516 and m2517. The soldering instructions are also used for the soldering of the thumb loop to the rotator block in the same devices. The instructions will be updated to include acceptance criteria for this soldering as well as a preventive action. The corrective action for escapement to include the inspection that the handle should not move freely with the jaws held shut during final inspeciton will apply to all prestige devices, m2514, m2515, m2516, and m2517.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the instrument intra-operatively. During a laparoscopic cholecystectomy, the grasper was prepared for use. When the device jaw was opened and grasped the gallbladder, it automatically released. The malfunction did not cause harm to the patient or cause a delay. Additional information was not provided.